Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing an optiflux 180nre dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by malaise, hypopnea, loss of consciousness, anaphylactic shock, diaphoresis (post-treatment), nausea (post treatment), which required the immediate termination of treatment and hospitalization. The definitive cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. However, since the patient transitioned to a nipro cellentia 17 dialyzer, there has been no return of symptoms. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux 180nre dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect(s) was reported, the serious adverse events did occur while the patient was undergoing hd therapy utilizing the optiflux 180nre dialyzer. Furthermore, given the patient¿s symptoms were indicative of anaphylactic shock, the patient¿s favorable response to an alternative dialyzer (different sterilant), and no sample available for manufacturer evaluation, the optiflux 180nre dialyzer cannot be excluded from having a causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 31/jul/2024, fresenius became aware (via medwatch form MFR# 1925640000-2024-0001) this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a severe allergic reaction while utilizing an optiflux 180nre dialyzer on (B)(6) 2024. The documentation provided indicates the patient attended a regularly scheduled outpatient hd treatment in stable condition at 11:44 am. The patient¿s pretreatment vital signs included a blood pressure (b/p) = 131/69, heart rate (hr) = 52, respiration rate (rr) = 18, temperature (tp) = 96.7, weight = 77.0 kgs. The patient¿s treatment began without difficulty at 11:52 am, however immediately after initiation the patient complained of feeling unwell (malaise) and began displaying signs of shallow breathing (hypopnea). A 300 ml normal saline bolus was administered without effect, after which the patient lost consciousness, and no pulse could be located. Emergency medical services was contacted, and cardiopulmonary resuscitative (ems) measures were instituted. After approximately 30 chest compressions the patient regained consciousness, and 6 liters of oxygen (via nasal cannula) was administered. Ems arrived at 12:00 pm and transported the patient to the hospital. Upon leaving the outpatient hd center the patient was alert and oriented x 2, diaphoretic, and nauseous, vital signs included b/p = 121/59, hr = 60, rr = 18, temperature (tp) = 96.7. The patient returned for regularly scheduled hd treatments on (B)(6) 2024 and utilized a nipro cellentia 17 dialyzer without incident.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿ a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device.

Event description:
On 31/jul/2024, fresenius became aware (via medwatch form MFR# (B)(4)) this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced a severe allergic reaction while utilizing an optiflux 180nre dialyzer on (B)(6) 2024. The documentation provided indicates the patient attended a regularly scheduled outpatient hd treatment in stable condition at 11:44 am. The patient¿s pretreatment vital signs included a blood pressure (b/p) = 131/69, heart rate (hr) = 52, respiration rate (rr) = 18, temperature (tp) = 96.7, weight = 77.0 kgs. The patient¿s treatment began without difficulty at 11:52 am, however immediately after initiation the patient complained of feeling unwell (malaise) and began displaying signs of shallow breathing (hypopnea). A 300 ml normal saline bolus was administered without effect, after which the patient lost consciousness, and no pulse could be located. Emergency medical services was contacted, and cardiopulmonary resuscitative (ems) measures were instituted. After approximately 30 chest compressions the patient regained consciousness, and 6 liters of oxygen (via nasal cannula) was administered. Ems arrived at 12:00 pm and transported the patient to the hospital. Upon leaving the outpatient hd center the patient was alert and oriented x 2, diaphoretic, and nauseous, vital signs included b/p = 121/59, hr = 60, rr = 18, temperature (tp) = 96.7. The patient returned for regularly scheduled hd treatments on (B)(6) 2024 and utilized a nipro cellentia 17 dialyzer without incident.